Manufacturer narrative:
(B)(4). The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Event description:
It was reported to boston scientific corporation that a flexiva (tm) high power single-use laser fiber was used during a ureteroscopy with stent exchange procedure performed on (B)(6) 2017. According to the complainant, during the procedure the laser fiber broke close to the tip when inserting into the scope. The procedure was completed with another flexiva laser fiber. There were no patient complications at the conclusion of this procedure and the patient was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device revealed that the exposed glass fiber tip measures approximately 2.5 mm and appeared used. Further examination under magnification reveals that the pattern on the tip face is consistent with a fracture indicating that the tip broke off. The fiber was returned in two pieces. Piece one measured approximately 65 cm from the top of the connector to the break. Piece two measured approximately 242 cm from the break to the distal tip. The fiber was returned kinked approximately 25 cm from the distal tip. The fiber separated at the kink during the disinfection process. Visual examination revealed no damage to the fiber face within sma connector. The condition of the returned device confirms the event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. The device history record (DHR) review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a flexiva (tm) high power single-use laser fiber was used during a ureteroscopy with stent exchange procedure performed on (B)(6) 2017. According to the complainant, during the procedure the laser fiber broke close to the tip when inserting into the scope. The procedure was completed with another flexiva laser fiber. There were no patient complications at the conclusion of this procedure and the patient was reported to be fine.